Manufacturer narrative:
No specimen was available for evaluation by cormatrix. Pathology showed vascularized connective tissue with inflammatory foci consistent with foreign body reaction and an extensive component of fibrin deposits or leukocytes and histiocytes on the surface, with no evidence of calcification or other cell populations indicative of tissue remodeling. Additional information requests were sent to author/primary contact for article with no additional information provided regarding patient, product used, or manufacturer's lot number. Should additional information be received in the future, a follow-up report will be submitted. Although the exact product information is not available, the repair was likely performed using the cormatrix ecm for cardiac tissue repair, which is indicated for use as an intracardiac patch or pledget for tissue repair (i.e. Atrial septal defect (asd), ventricular septal defect (vsd), etc.) And suture-line buttressing. Root cause cannot be determined for this event. It is unknown if the reported event may also be related to failure to follow instructions or warnings in the product IFU (i.e. Ecm sutured to homograft, synthetic or chemically cross-linked conduit), patient co-morbidities, the surgical procedure, other devices, or treatments. The instructions for use (IFU) for cormatrix ecm for cardiac tissue repair lists acute or chronic inflammation as a potential complication.

Event description:
An article titled, "correction of congenital cardiac defects with cormatrix extracellular matrix in pediatric patients: is it really safe?" Is a scientific letter to the editor (http://dx.doi.org/10.1016/j.recesp.2016.03.022) that was discovered during a periodic literature review. The study includes an evaluation of 30 patients who underwent surgical repair for congenital heart defects using cormatrix ecm. All surgical procedures described within the article were performed sometime between october 2010 and june 2014. In the article patient #9, at age (B)(6), underwent a complete correction of an atrioventricular canal defect by a double patch technique. Four (4) months after the intervention, a cardiologist observed substantial hepatomegaly. Echocardiography showed a mass in the right atrium adhered to the atrial septum that caused severe tricuspid stenosis. In the following intervention, a neoformative tissue was found in the area of the atrial septum. This tissue occupied a large part of the right atrium. Pathology showed vascularized connective tissue with inflammatory foci consistent with foreign body reaction and an extensive component of fibrin deposits or leukocytes and histiocytes on the surface, with no evidence of calcification or other cell populations indicative of tissue remodeling. The onset of tricuspid stenosis secondary to thickening of the septum was caused by an excessive inflammatory response secondary to the foreign body reaction.